Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a no delivery alarm while delivering a bolus. Customer's blood glucose was 15 mmol/l. Customer was advised to disconnect the pump and run a 5.0 unit fixed prime. Customer was advised to remove the reservoir and push the insulin manually. Customer stated that the insulin was coming out at the end of the tubing easily. Customer was not feeling any pressure while pushing the plunger. Customer stated that the insulin exited out of the tubing. Customer was advised that the pump needs to be replaced.